Event description:
Additional information was received indicating that patient received an inappropriate shock due to noise as result of a clavicular crush fracture. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported events were clavicle crush damage, oversensing noise, and inappropriate shock. As received, a complete lead was returned in one piece. The reported events of clavicle crush and oversensing noise were confirmed. Visual examination found clavicle crush damaging/breaching all the lumens distal to suture sleeve tie impression with breached/damaged ethylene tetrafluoroethylene (etfe) cable coating of one right ventricular cable abraded/damage and polytetrafluoroethylene (ptfe) liner of the inner coil. The cause of the reported event was due to damaged/breached insulations consistent with clavicle crush.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular lead. Diagnostic imaging was performed and the lead appeared kinked due to clavicular crush. The device was reprogrammed to resolve the event the patient was in stable condition.